Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed sodium (na) results generated on the alinity c processing module for a patient sample. The following data was provided (reference range 133-146 mmol/l): sample ID (B)(6). Na initial result = 110.4 mmol/l, repeat = 139 mmol/l, repeat result on another alinity analyzer ( (B)(6) ) = 139 mmol/l . Other results provided: k (reference range 3.5-5.3 mmol/l): initial result = 3.8 mmol/l, repeat result on another alinity analyzer ( (B)(6) ) = 5.17 mmol/l no impact to patient management was reported.

Manufacturer narrative:
Section h4 - device mfg date updated from blank to 3/1/2019. Section d10 - concomitant product updated from blank to alnty c ict sample dilu,07p53-20,60167un23; tubing, peristaltic head (rohs),7-202464-01,unknown . The field service representative (fsr) inspected the instrument, performed troubleshooting, and observed a cuvette overflow at wash nozzle #1 (high concentration waste nozzle). The issue was resolved by replacing the high concentration waste peristaltic pump tubing. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c did not identify any trends. A review of tracking and trending for the tubing, peristaltic head did not identify any trends. Review of the manufacturing documentation did not identify any issues associated with the complaint issue. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the tubing, peristaltic head were identified.

Event description:
The customer observed falsely depressed sodium (na) results generated on the alinity c processing module for a patient sample. The following data was provided (reference range 133-146 mmol/l): sample ID: (B)(6). Na initial result = 110.4 mmol/l, repeat = 139 mmol/l, repeat result on another alinity analyzer (B)(6) = 139 mmol/l. Other results provided: k (reference range 3.5-5.3 mmol/l): initial result = 3.8 mmol/l, repeat result on another alinity analyzer (B)(6) = 5.17 mmol/l. No impact to patient management was reported.